Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 230 mg/dl. During troubleshooting, it was found that insulin did exit after removing and reconnecting infusion set and reservoir. After troubleshooting, customer was advised that insulin pump functioned as designed; that no delivery was caused by set / reservoir occlusion. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)